Event description:
This was an unremarkable diagnostic case. No calcification, tortuosity, or scarring was noted. The patient was obese, with large overlying abdomen. The initial access puncture was satisfactory. The physician encountered normal resistance when pulling back on the axera post heel deployment and speculated the heel may have caught on the posterior wall upon pull-back. The physician had difficulty advancing the sheath over the 0.018" guidewire. Force was applied in order to place sheath. No groin shot was taken at the conclusion of the case. On (B)(6) 2013, the patient was seen for leg pain. Examination confirmed claudication and that the leg was pale. The patient could not walk more than 30 feet without severe pain. On (B)(6) 2013, angio revealed a dissection, approximately 1" - 1.5" superior to the sheath insertion site. The dissection was not able to be repaired percutaneously and the patient underwent surgical repair on (B)(6) 2013. No further treatment was required for reported claudication and pain. The patient recovered without further sequelae.

Manufacturer narrative:
The device was returned; therefore, product failure analysis was not possible. An image received confirmed the description of event. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Possible adverse effects of vascular access procedures, including dissection, are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. The physician speculated the heel may have caught on the posterior wall upon pull-back, but it could not be confirmed. The root cause, based on available information, is unknown as it cannot be definitively determined.